Event description:
The following event was reported from an academic conference: during a coronary angiogram, a stent fracture was noticed in a stent that was previously deployed in a location that served as a hinge during vessel wall movement during the cardiac contraction cycle. The stent fracture occurred near the edge of the stent. Restenosis was also confirmed at the target lesion site within the stent, and was treated with a new cypher stent. There are no further details. Additional information will be submitted 30 days upon receipt.

Manufacturer narrative:
Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.